Event description:
The following details are provided by the customer: description: when removing the sheath, the hub of it pulled apart. What troubleshooting steps took place: pulled sheath all the way out. Type of procedure: right leg angiogram/intervention. Device/procedure outcome: procedure completed, unable to use device - attempted. As reported device codes: 1188: detachment of device or device component. The customer has provided picture of the complaint device.

Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for evaluation and investigation. The manufacturing record review including examination of nonconformity reports (ncr) and changes/deviations (eco/ ccid/ deviation) will be done as part of root cause investigation.